Manufacturer narrative:
Block d4,h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device problem code a0501 (detachment of device or device component) has been corrected to a24 (adverse event without identified device or use problem) as the additional information received from user facility clarified that the foreign body found inside the patient was probably a broken piece of the stent. Impact code f23 (unexpected medical intervention) has been corrected to f1901 (additional surgery). This is for the same event as manufacturer report 2124215-2024-46280. Block h11: corrected block b1: adverse event/product problem. Updated block a5: ethnicity. Updated block a6: race. Updated block b5: event description. Updated block b7. Other relevant history. Updated the block h6: impact code. Corrected block g1: MFR site address 1, MFR site city, MFR site country. Updated block h10: related report number.

Event description:
It was reported that on (B)(6) 2024, the patient had a successful ureteral stent placement. On (B)(6) 2024, the patient returned for ureteroscopic stone extraction with laser lithotripsy. A removal and reinsertion of ureteral stent was also performed in the same procedure. A follow up surgery was suggested concerning the foreign body and residual stones found inside the patient. Reportedly, the foreign body appeared to be a guidewire. Additional information clarified that the foreign body probably was a broken piece of the stent that was previously implanted on (B)(6) 2024. On (B)(6) 2024, a cystoscopy procedure was performed for stent removal and foreign body removal. No stent reinsertion was required. There were no patient complications as a result of each procedure. The report is one of two complaints that pertain to the same event.

Event description:
It was reported that, during a cystoscopy with stone removal and stent, and a cystoscopy with ureteroscopy in a lithotripsy procedure where a sensor wire was used, the physician found a foreign object that appeared to be part of the guidewire. The guidewire was removed during the cystoscopy, and the residual fragment was removed from the patient. No further patient complications were reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: user facility number: mw5154560 block h6: device problem code a0501 captures the reportable event of detachment of device or device component. Impact code f23 captures the reportable event of unexpected medical intervention.